Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a 42-year-old female patient who had essure (ess205) (batch no. 623826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one coil was difficult to insert". The patient's medical history included obesity and irregular periods. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) since 2016, dapagliflozin propanediol monohydrate (farxiga), fluticasone propionate;salmeterol xinafoate (proair bronquial) since (B)(6) 2018, insulin, insulin glargine (lantus), insulin lispro (humalog) and metformin. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and migraine ("migraines"). In (B)(6) 2007, the patient experienced nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced psoriasis ("psoriasis"), pruritus ("rashes or skin conditions type: itchy") and erythema ("rashes or skin conditions type: red spot"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced vaginal infection ("vaginal"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated up"), dyspnoea ("hard to breathe"), polymenorrhoea ("periods every three weeks/my schedule too"), headache ("headaches"), convulsions local ("my left leg has been giving me fits"), arthralgia ("my knees hurts") and pneumonia ("pneumonia") and was found to have blood glucose increased ("mine are in the 130's to 150"s and right after I eat they were 180's. A1c is still 9.2"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension, dyspnoea, polymenorrhoea, blood glucose increased, vaginal haemorrhage, psoriasis, convulsions local, arthralgia and pneumonia outcome was unknown and the menorrhagia, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, pruritus, erythema and headache had not resolved. The reporter considered abdominal distension, alopecia, arthralgia, bladder disorder, blood glucose increased, convulsions local, dysmenorrhoea, dyspareunia, dyspnoea, erythema, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pneumonia, polymenorrhoea, pruritus, psoriasis, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date-(B)(6) 2007. Removal details, specify-foreign body of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: content from plaintiff fact sheet received. Event pneumonia were added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a 42-year-old female patient who had essure (ess205) (batch no. 623826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one coil was difficult to insert". The patient's medical history included obesity and irregular periods. Concomitant products included betacarotene; bioflavonoids nos; biotin; calcium ascorbate; calcium pantothenate; calcium phosphate; choline bitartrate; chromic chloride; colecalciferol;copper sulfate; cyanocobalamin; folic acid; hesperidin; inositol; iron amino acid chelate; lycopene; lysine hydrochloride; magnesium oxide; manganese sulfate; molybdenum trioxide; nicotinamide;phytomenadione; potassium iodide; potassium sulfate; pyridoxine hydrochloride; retinol acetate; riboflavin; selenomethionine; silicon dioxide, colloidal; sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate; ubidecarenone; zinc oxide (multivitamin & mineral) since 2016, dapagliflozin propanediol monohydrate (farxiga), fluticasone propionate;salmeterol xinafoate (proair bronquial) since (B)(6) 2018, insulin, insulin glargine (lantus), insulin lispro (humalog) and metformin. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and migraine ("migraines"). In (B)(6) 2007, the patient experienced nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced psoriasis ("psoriasis"), pruritus ("rashes or skin conditions type: itchy") and erythema ("rashes or skin conditions type: red spot"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced vaginal infection ("vaginal"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated up"), dyspnoea ("hard to breathe"), polymenorrhoea ("periods every three weeks/my schedule too"), headache ("headaches"), convulsions local ("my left leg has been giving me fits"), arthralgia ("my knees hurts") and pneumonia ("pneumonia") and was found to have blood glucose increased ("mine are in the 130's to 150"s and right after I eat they were 180's.a1c is still 9.2") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension, dyspnoea, polymenorrhoea, blood glucose increased, vaginal haemorrhage, psoriasis, convulsions local, arthralgia, pneumonia and weight decreased outcome was unknown and the menorrhagia, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, pruritus, erythema and headache had not resolved. The reporter considered abdominal distension, alopecia, arthralgia, bladder disorder, blood glucose increased, convulsions local, dysmenorrhoea, dyspareunia, dyspnoea, erythema, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pneumonia, polymenorrhoea, pruritus, psoriasis, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date-(B)(6) 2007. Removal details, specify-foreign body of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Concerning the injuries reported in this case, the following were reported via social media: weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event weight loss and new reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one coil was difficult to insert". The patient's medical history included obesity and irregular periods. Concomitant products included betacarotene; bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate; calcium phosphate; choline bitartrate; chromic chloride; cholecalciferol; copper sulfate; cyanocobalamin; folic acid; hesperidin; inositol; iron amino acid chelate; lycopene; lysine hydrochloride; magnesium oxide; manganese sulfate; molybdenum trioxide; nicotinamide; phytomenadione; potassium iodide; potassium sulfate; pyridoxine hydrochloride; retinol acetate; riboflavin; selenomethionine; silicon dioxide, colloidal; sodium borate decahydrate; thiamine mononitrate; tocopheryl acid succinate; ubidecarenone; zinc oxide (multivitamin & mineral) since 2016, dapagliflozin propanediol monohydrate (farxiga), fluticasone propionate;salmeterol xinafoate (proair bronquial) since (B)(6) 2018, insulin, insulin glargine (lantus), insulin lispro (humalog) and metformin. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines"). In (B)(6) 2007, the patient experienced nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced psoriasis ("psoriasis"), pruritus ("rashes or skin conditions type: itchy") and erythema ("rashes or skin conditions type: red spot"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced vaginal infection ("vaginal"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated up"), dyspnoea ("hard to breathe"), polymenorrhoea ("periods every three weeks/my schedule too"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("headaches") and was found to have blood glucose increased ("mine are in the 130's to 150"s and right after I eat they were 180's. A1c is still 9.2"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension, dyspnoea, polymenorrhoea, blood glucose increased, vaginal haemorrhage, menorrhagia, vaginal infection, psoriasis, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, pruritus and erythema outcome was unknown and the headache was resolving. The reporter considered abdominal distension, alopecia, bladder disorder, blood glucose increased, dysmenorrhoea, dyspareunia, dyspnoea, erythema, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, polymenorrhoea, pruritus, psoriasis, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2007. Removal details, specify-foreign body of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram on (B)(6) 2007: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, pelvic pain, dyspnoea and polymenorrhoea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: new pfs + mr received- new events added: abnormal bleeding (vaginal,menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, rashes or skin conditions type: psoriasis, bladder or urinary problems or changes, migraines / headaches, nausea,dental problems, dysmenorrhea (cramping), dyspareunia, fatigue, weight gain / loss specify which one: weight gain, hair loss, itchy, red spot, one coil was difficult to insert. Lot number, reporters information, concomitant conditions and drugs were added. Outcome of headache from unknown to recovering/resolving was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one coil was difficult to insert". The patient's medical history included obesity and irregular periods. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) since 2016, dapagliflozin propanediol monohydrate (farxiga), fluticasone propionate;salmeterol xinafoate (proair bronquial) since (B)(6) 2018, insulin, insulin glargine (lantus), insulin lispro (humalog) and metformin. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines"). In (B)(6) 2007, the patient experienced nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced psoriasis ("psoriasis"), pruritus ("rashes or skin conditions type: itchy") and erythema ("rashes or skin conditions type: red spot"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced vaginal infection ("vaginal"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated up"), dyspnoea ("hard to breathe"), polymenorrhoea ("periods every three weeks/my schedule too"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), convulsions local ("my left leg has been giving me fits") and arthralgia ("my knees hurts") and was found to have blood glucose increased ("mine are in the 130's to 150"s and right after I eat they were 180's.a1c is still 9.2"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension, dyspnoea, polymenorrhoea, blood glucose increased, vaginal haemorrhage, psoriasis, convulsions local and arthralgia outcome was unknown and the menorrhagia, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, pruritus, erythema and headache had not resolved. The reporter considered abdominal distension, alopecia, arthralgia, bladder disorder, blood glucose increased, convulsions local, dysmenorrhoea, dyspareunia, dyspnoea, erythema, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, polymenorrhoea, pruritus, psoriasis, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2007. Removal details, specify-foreign body of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, pelvic pain, dyspnoea and polymenorrhoea, menorrhagia, convulsions local, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Reporter information updated. Outcome of events dyspareunia, dysmenorrhea, menorrhagia, rash/skin condition, bladder probs, urinary probs, vag. Infect, fatigue, hair loss, dental probs, migraine, headache, nausea, weight gain were changed from "unknown" to "not recovered/not resolved". On 2-dec-2019: social media record received. Events my left leg has been giving me fits and my knee hurts were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one coil was difficult to insert". The patient's medical history included obesity and irregular periods. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) since 2016, dapagliflozin propanediol monohydrate (farxiga), fluticasone propionate;salmeterol xinafoate (proair bronquial) since (B)(6) 2018, insulin, insulin glargine (lantus), insulin lispro (humalog) and metformin. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines"). In (B)(6) 2007, the patient experienced nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced psoriasis ("psoriasis"), pruritus ("rashes or skin conditions type: itchy") and erythema ("rashes or skin conditions type: red spot"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced vaginal infection ("vaginal"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated up"), dyspnoea ("hard to breathe"), polymenorrhoea ("periods every three weeks/my schedule too"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("headaches") and was found to have blood glucose increased ("mine are in the 130's to 150"s and right after I eat they were 180's.a1c is still 9.2"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension, dyspnoea, polymenorrhoea, blood glucose increased, vaginal haemorrhage, menorrhagia, vaginal infection, psoriasis, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, pruritus and erythema outcome was unknown and the headache was resolving. The reporter considered abdominal distension, alopecia, bladder disorder, blood glucose increased, dysmenorrhoea, dyspareunia, dyspnoea, erythema, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, polymenorrhoea, pruritus, psoriasis, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2007. Removal details, specify-foreign body of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, pelvic pain, dyspnoea and polymenorrhoea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.